Manufacturer narrative:
A hospital biomed performed a checkout of the equipment and a review of the logs. The unit was returned to service; no parts were replaced.

Event description:
The hospital reported that the unit had a system error during the boot-up process. There was no report of patient involvement.